Event description:
A patient was in the surgical intensive care unit following heart transplant surgery. The patient was on several vasoactive medications which were being delivered via IV infusion pump. All channels of one of the pumps being used were noted to have stopped working. The patient became briefly hypotensive. The became normotensive immediately following administration of epinephrine. Hospital clinical equipment technicians performed a routine operational test on the pump and examined the history log of the pump. The history log revealed an error code: 599:320:844:0000. The hospital clinical equipment technicians discussed the matter with baxter tech support. The baxter technician reported that the company had not seen this error code before - that it related to an eprom or computer chip error.